Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/devices were migrating through her fallopian tubes") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("abnormal bleeding during menstruation") and weight increased ("weight gain"). The patient was treated with surgery (she underwent a laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder and weight increased outcome was unknown. The reporter considered device dislocation, menstrual disorder and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: devices were migrating through fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/devices were migrating through her fallopian tubes/ fallopian tube perforation") and fallopian tube perforation ("migration of the device/devices were migrating through her fallopian tubes/ fallopian tube perforation") in a 48-year-old female patient who had essure (batch no. B71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, endometrial hyperplasia, fibroids and cesarean section. Previously administered products included for an unreported indication: norplant. Concurrent conditions included overweight and asthma. Concomitant products included duloxetine hydrochloride (cymbalta) since 2014, ibuprofen since 2017, tramadol from 2014 to 2017 and zolpidem tartrate (ambien) since 2016 to (B)(6) 2018. On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes : leaking, incontinence") and hyperhidrosis ("hormonal changes describe: severe sweating"). In (B)(6)2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 3 years 2 months after insertion of essure. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), adnexa uteri cyst ("paratubal cysts") and cervicitis cystic ("chronic cystic cervicitis") and was found to have leiomyoma ("multiple leiomyomata"). On an unknown date, the patient experienced menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), cefalexin;trimethoprim (cefalexin and trimethoprim), salbutamol (albuterol hfa), sulfamethoxazole and surgery (she underwent a laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal distension had resolved, the fallopian tube perforation, menstrual disorder, urinary incontinence, hyperhidrosis, alopecia, leiomyoma, adenomyosis, adnexa uteri cyst and cervicitis cystic outcome was unknown and the dyspareunia and weight increased was resolving. The reporter considered abdominal distension, adenomyosis, adnexa uteri cyst, alopecia, cervicitis cystic, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, hyperhidrosis, leiomyoma, menorrhagia, menstrual disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Current weight 170 lbs. The essure was placed by opening without difficulty with 4 loops visualized in the uterine cavity. On the left side after the device was placed, the loops were not visualized and the device was placed too deeply, so to confirm another device was placed, 4 loops again visualized in proper position and left uterine orifice. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Nuclear magnetic resonance imaging - on an unknown date: results: devices were migrating through fallopian tubes. Pregnancy test - on (B)(6) 2014: negative. Ultrasound scan - in (B)(6) 2014: result: total bilateral occlusion. Tubes were blocked and everything was ok.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: adenomyosis, paratubal cysts. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporters were added. Reporter's information were added. Lot no. Was added. Events-fallopian tube perforation, hormonal changes describe: severe sweating, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes: leaking, incontinence, , dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube), weight gain, gastrointestinal or digestive system condition type: bloating, hair loss, multiple leiomyomata, adenomyosis, paratubal cysts, chronic cystic cervicitis were added. Outcomes-pain, dysmenorrhea, dyspareunia, weight gain ,bloating, menorrhagia, vaginal bleeding were added. Treatment drugs were added. Concomitant drugs were added. Auto narrative was added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/devices were migrating through her fallopian tubes/ fallopian tube perforation') and fallopian tube perforation ('migration of the device/devices were migrating through her fallopian tubes/ fallopian tube perforation') in a 48-year-old female patient who had essure (batch no. B71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, endometrial hyperplasia, fibroids and cesarean section. Previously administered products included for an unreported indication: norplant. Concurrent conditions included overweight and asthma. Concomitant products included duloxetine hydrochloride (cymbalta) since 2014, ibuprofen since 2017, tramadol from 2014 to 2017 and zolpidem tartrate (ambien) since 2016 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes : leaking, incontinence") and hyperhidrosis ("hormonal changes describe: severe sweating"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 3 years 2 months after insertion of essure. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), adnexa uteri cyst ("paratubal cysts") and cervicitis cystic ("chronic cystic cervicitis") and was found to have leiomyoma ("multiple leiomyomata"). On an unknown date, the patient experienced menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), salbutamol (albuterol hfa), sulfamethoxazole, trimethoprim and surgery (she underwent a laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal distension had resolved, the fallopian tube perforation, menstrual disorder, urinary incontinence, hyperhidrosis, alopecia, leiomyoma, adenomyosis, adnexa uteri cyst and cervicitis cystic outcome was unknown and the dyspareunia and weight increased was resolving. The reporter considered abdominal distension, adenomyosis, adnexa uteri cyst, alopecia, cervicitis cystic, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, hyperhidrosis, leiomyoma, menorrhagia, menstrual disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Current weight 170 lbs. The essure was placed by opening without difficulty with 4 loops visualized in the uterine cavity. On the left side after the device was placed, the loops were not visualized and the device was placed too deeply, so to confirm another device was placed, 4 loops again visualized in proper position and left uterine orifice. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Nuclear magnetic resonance imaging - on an unknown date: results: devices were migrating through fallopian tubes. Pregnancy test: on (B)(6) 2014: negative. Ultrasound scan: in (B)(6) 2014: result: total bilateral occlusion. Tubes were blocked and everything was ok. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: adenomyosis, paratubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.